Manufacturer narrative:
Citation: ag pamuk, I saatci, hs cekirge, u aypar. A contribution to the controversy over dimethyl sulfoxide toxicity: anesthesia monitoring results in patients treated with onyx embolization for intracranial aneurysms. Neuroradiology, 48(4), 280-281. Doi:10.1007 /s00234-004-1323-y. The rebar will not return for evaluation; as a result, product analysis cannot be performed. There was limited information provided in the article. The model and lot number of the micro catheter was not reported. The purpose of this study was to analyze whether or not dimethyl sulfoxide (dmso) toxicity occurred in patients treated with onyx embolization for intracranial aneurysms. The authors conclude that this study supports the notion that dmso does not cause any toxic side effects if used carefully in the onyx embolization of intracranial aneurysms. In this study, 38 patients (median age 42 years) were treated by onyx embolization for intracranial aneurysms. Thirteen patients were men, 25 women. Vasospasm is a known inherent risk of endovascular procedure and is documented in the rebar instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Mdrs from this article: 2029214-2017-01080, 2029214-2017-01081, 2029214-2017-01082.

Event description:
Medtronic received information through literature review that 1 patient experienced vasospasm during catheterization prior to injection of dmso or embolic material. The vasospasm was treated with medication. The patient was receiving onyx embolization to treat an intracranial aneurysm.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.